Manufacturer narrative:
The device history record was reviewed and we found no issues during manufacture; the device was manufactured to specification. We have requested the return of this padlock proselect clip for further evaluation and to-date are awaiting it's return. The instructions for use instruct the user to "deploy padlock clip by rapidly pushing the thumb actuator while holding the handle body".

Event description:
The user facility reported during a procedure the padlock proselect clip did not fully deploy into the tissue. The clip was released into the lumen of the patient's colon and then the physician retrieved the clip without issue. There was no harm to the patient or the user.

Manufacturer narrative:
Follow-up # 1: in-service training has been provided to the customer. The device was returned and evaluation of the device found it to be in proper working order. No additional issues have been reported.